Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. The cse checked and verified assay parameters and contamination avoidance settings. The cse also checked the reagent 1 pumps, probe height, mixers and washports and successfully ran precision. The cse confirmed that there was no instrument malfunction. The cause of the discordant calcium results is unknown. The cse successfully ran qc. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium results were obtained on an advia 2400 instrument for three patients. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant calcium results.